Event description:
6 french destination unraveled at the end of the procedure. Md had difficulty removing the sheath intact, had surgeon on standby. The end of the case the sheath was removed intact and a closure device was placed. Sheath removed from patient, placed in biohazard bag for collection along with original packaging. Malfunction in sheath. Patient stable post procedure and during procedure.